Event description:
It was reported by the customer that prior to an unknown procedure, there was a hole in the corner of the packaging. Sterility was compromised. There was no patient involvement. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.